Manufacturer narrative:
The customer reported that the needle had separated from the microtip. The company is still awaiting on the return of the device for evaluation. Once the device has been received and evaluated, a supplemental MDR will be filed with the results of the evaluation.

Event description:
Per the information provided, 3:08 cutting time into a plantar fascia procedure, the needle separated from the microtip; the needle was easily removed from the patient's plantar fascia after it broke. There was minimal delay in the surgery; another kit was used to complete the procedure. There was no harm, injury or complication to the patient caused by the failure.